Manufacturer narrative:
The referenced device was returned to the service center. The evaluation found confirmed the reported malfunction as the device has a faulty scope socket. In addition, there is a foreign object inside the scope connector socket. As a result the device displayed a b30 scope communication error. Once the foreign object was removed the test scope was able to be connected successfully. Additionally, there is minor cosmetic wear as the front panel is discolored and switch upgrade is recommended. The device was repaired to standard specifications and returned to the customer. The device was sold on (B)(6) 2013 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the customer, during preparation for use the evis exera iii xenon light source was reportedly damaging the facility's endoscopes at the connector. There was no patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation results, it was confirmed that the object in the scope socket was not connected correctly as foreign matter was lodged inside the scope socket which may have adhered to dust or water droplets or the socket may have been damaged. Therefore, the potential root cause of the reported malfunction is due to external force which was applied inside the scope socket. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. The legal manufacturer will continue to monitor complaints for this device.